Event description:
It was reported the device failed accuracy (+7.3%) during testing. No patient injury was reported.

Manufacturer narrative:
Other text: 04/28/2022 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed top rear label missing. During functional check, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No fault found. Recommended expulsor to be trimmed as preventive action.